Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-05899, 3006705815-2021-05900, and 1627487-2021-18560. It was reported the patient¿s system was explanted due to infection concerns. The patient will be re-implanted on a later date.

Manufacturer narrative:
Event date is an estimate.